Manufacturer narrative:
No product was returned for eval. Review of the x-rays could not confirm the fractured rod. The quality of the x-rays was fair. A review of the device history records did not identify any applicable non-conformances to specification.

Event description:
It was reported that the pt underwent surgery for implant of spinal fixation. Post-op x-rays showed the screws were backing out (refer to manufacturer report # 1030489-2009-00439). The pt underwent is revision surgery. Visual inspection showed a failure of the rod. The rods were removed.